Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was able to confirm that the iabp does not properly switch from ac to dc or from battery 1 to battery 2. To resolve the issue, the stm replaced the power management board and performed functional testing and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was out of the cart, running on battery power, and was then placed in a helicopter to be transported to another facility. Once at the facility the battery power ran low and helium was low. The helium was refilled and was used to transport a patient back to this hospital. The iabp was not connected to a patient when this event occurred, thus no patient harm or other adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was out of the cart, running on battery power, and was then placed in a helicopter to be transported to another facility. Once at the facility the battery power ran low and helium was low. The helium was refilled and was used to transport a patient back to this hospital. This event occurred prior to use on a patient, and no patient harm or other adverse event was reported.